Manufacturer narrative:
The vessel sealer extend (vse) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the wire of the vessel sealer extend (vse) instrument was broken and energy could not be applied. The procedure was completed with no patient harm.